Event description:
The physician accessed the pt's femoral artery using the axera device. The case converted from a diagnostic to an interventional procedure and angiomax was administered to completion. The introducer sheath was pulled 75 minutes following discontinuation of angiomax. Hemostasis was obtained in approx 7 minutes. A large 7-8cm hematoma formed following hemostasis and was resolved with additional manual compression. The following day the pt reported discomfort and an ultrasound that was performed detected a pseudoaneurysm which was surgically repaired. The pt recovered without further clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. Images from the ultrasound performed were returned and reviewed. The review confirmed the presence of a pseudoaneurysm. A review of the device history record was performed for this lot and no non conforming material reports (ncmrs) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and based on available information, there is no indication that the IFU was not followed. Pseudoaneurysm is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.